Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the black protective cover at the front end of the guide wire fell off. Initially, the patient underwent holmium laser lithotripsy under general anesthesia on (B)(6) 2022. The guidewire was used for ureteral stent implantation during the operation. The nurse removed the outer packaging and found that the black protective cover at the front end of the guide wire fell off. The steel wire was exposed and could not be used, and the guidewire had to be replaced immediately for surgery. The device was not used on the patient as protective film of the guidewire was found to have fallen off before use.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation. A potential root cause for this event could be, "inadequate material selection, and/or bonding between layers, degradation". As no patient involvement was reported the device was not used on a patient, however, it is intended for treatment purposes. It is unknown if the device had met all relevant specifications or contributed to the reported event. No manufacturing issues or non-conformances were noted in the DHR review that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the black protective cover at the front end of the guide wire fell off. Initially, the patient underwent holmium laser lithotripsy under general anesthesia on (B)(6) 2022. The guidewire was used for ureteral stent implantation during the operation. The nurse removed the outer packaging and found that the black protective cover at the front end of the guide wire fell off. The steel wire was exposed and could not be used, and the guidewire had to be replaced immediately for surgery. The device was not used on the patient as protective film of the guidewire was found to have fallen off before use.